Event description:
It was reported that the patient presented in-clinic for a right-atrial (ra) lead replacement procedure as previously upon interrogation it was noted that the ra lead exhibited oversensing of noise causing inappropriate automatic mode switch. As a resolution the ra lead was explanted and replaced. The patient was discharged.